Manufacturer narrative:
Sensor 3mh00fu8pcr has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating active state). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.